Event description:
The physician experienced diffuculty upon removal of the bolt from the pt's skull. The white plastic "wing' on the bold separated from the metal bolt in the pt's skull. The bolt was removed without pt injury.